Event description:
It was reported that the oxygen sensor displayed inaccurate readings. Also, another sensor had a broken clip. No pt injury was reported.

Manufacturer narrative:
The cdi 500 monitor was returned for repair due to oxygen inaccuracies. The monitor was cleaned and decontaminated. The blood pressure sensor head assembly was replaced. The unit was returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.